Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Pt was implanted with click'x from l2-s1. F/u x-rays showed the heads of the superior l2 screws had popped off. Pt was returned to the operating room for revision. Surgeon removed the two screws and both rods and replaced them with new parts. This report is #2 of 2 for the same event.